Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-oct-19 reporting that the patient only had one lead. They used to have leads a, b, c, d, e, f, and g but now it was reported that only 1 lead works. The patient called the hcp in order to meet with a technician but no actions had been performed at the time of the report. It was noted that the ¿implant was working the way [the patient] was before.¿ the issues were not resolved. It was noted that the patient weight had not gone down since implant. Patient weight at the time of the event was asked but not provided. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a new implantable neurostimulator (ins) implanted on (B)(6) 2017. They stated that they are not feeling much pain relief in their neck area, and that it is only in their legs. The patient also noted that they are unable to see any other groups on their programmer, besides group a. They indicated that they usually have 7 different groups. The patient also stated that they think they should have 7 leads, but only one is working. They mentioned that they recharged a couple weeks ago, and the ins battery is full. The patient was to follow-up with their healthcare provider.